Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and stated that their remote communicator displayed a red call doctor icon (rcd). Ts assisted the patient with troubleshooting. During the troubleshooting process, it was discovered that this pacemaker had recorded a red alert icon. After further investigation, ts reported that the red alert indicated a high out of range pacing impedance measurements on the right ventricular (rv) channel was observed. Ts referred the patient to the clinic for further device evaluation. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and stated that their remote communicator displayed a red call doctor icon (rcd). Ts assisted the patient with troubleshooting. During the troubleshooting process, it was discovered that this pacemaker had recorded a red alert icon. After further investigation, ts reported that the red alert indicated a high out of range pacing impedance measurements on the right ventricular (rv) channel was observed. Ts referred the patient to the clinic for further device evaluation. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.